Event description:
It was reported that the patient was admitted to the oncology department of our hospital for treatment 10 days after being diagnosed with right lung squamous cell carcinoma. The initial diagnosis was central-type lung squamous cell carcinoma; antral gastric ulcer, stage a1. Following admission, the patient received anticancer treatments, including chemotherapy. On (B)(6) 2026, a peripherally inserted central venous catheter (PICC) was prepared for catheter placement to administer chemotherapy. During the puncture procedure, a nurse noticed fluid leakage from the PICC. Upon inspection, a tear was discovered in the PICC, preventing normal puncture and resulting in a failed procedure. The patient was unable to receive chemotherapy in a timely manner, prolonging the treatment timeline, and the need for a repeat puncture caused additional distress to the patient. Upon discovering the issue, use was immediately discontinued. (Measures taken): 1. Immediately replaced the peripherally inserted central venous catheter with a new one and performed a repeat puncture and catheterization; 2. Closely monitored changes in the patient¿s condition and vital signs; 3. Communicate and explain the situation to the patient to reassure them. The adverse event resolved on (B)(6) 2026.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.